Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a leak. The report was not confirmed in the lab due to a lack of sample; however, based on information obtained during baxter's investigation, the cause of the leak was use error. The patient ran over the patient line with her mobility card. The homechoice apd systems patient at-home guide instructs users how and when to properly connect the solution bags and a picture of a proper set up included. This review finds the labeling adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter (B)(4) regarding a patient line leaking on the homechoice unit during therapy. The caregiver (cg) stated there was no alarm. The technical service representative (tsr) advised the cg to end therapy and start over with new disposables. The tsr further assisted the home patient (hp) to end therapy and advised to notify the nurse of the leak. On (B)(6) 2010 baxter product surveillance spoke with the hp's husband who stated his wife had run over the patient line with her (B)(6). The husband stated she has been feeling fine and there have been no other issues with therapy. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.